Event description:
The customer reported the tube had a hole below the portion of the nasal fixation.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Additional information received stated this was noticed during prep and the device was leaking. The tube was removed and replaced.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was available for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A walk through was performed of the manufacturing process. Process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. In addition, quality control inspections are performed to the product for material release that include a 100% visual inspection performed by production personnel to detect and discard any devices with identified issues. Without a sample, a possible root cause could not be determined. All associated lot documentation was carefully reviewed showing no issues or discrepancies related to the reported complaint. There were no non-conformities nor deviations related to this failure mode. This complaint will be used for tracking and trending purposes.